Manufacturer narrative:
This report is being supplemented to provide (a) additional information obtained from the customer and (b) the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established, however, it is presumed the issue occurred because dirt or moisture adhered to the connector, so signals could not be transmitted properly. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the device problem was observed during preparation for procedure. There was a temporary delay in procedure which was quickly resolved (few minutes). The patient was not under general anesthesia at the time of the event.

Event description:
The customer reported to olympus that during a laparoscopic cholecystectomy the image did not display on the visera elite ii video system center. The screen went black during use and displayed "please clean." The procedure was completed using the same device. There were no reports of patient involvement associated with this event.

Manufacturer narrative:
To date, the device has not been returned. Additionally, the equipment was powered off to clean the connector. After cleaning, the equipment was powered up and the procedure was completed without further issue. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.